Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Email received from cssd department at murdoch with a list of broken instruments that they have found over the course over the last week. Email contains a list of instruments with their codes but no information about how they broke or what parts of the instruments are broken.